Event description:
This patient was enrolled in the mimics 3d USA post-market observational registry study. On 11-apr-22, the patient was implanted with one biomimics 3d (bm3d) stent. A 7.0 x 60 mm stent was used to treat a denovo lesion in the superficial femoral artery (sfa) proximal third in the right leg. A retrograde approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) and atherectomy. On 23-apr-24, the site identified a restenosis of treated segment (target lesion). It was reported as possibly related to the device and not related to the procedure. It required percutaneous intervention. It was reported as target lesion related. An in-stent stenosis of the right sfa stent was identified, as per an arterial doppler that was performed by the site. The event was treated on 09-sep-24, with pta/standard balloon angioplasty and laser/atherectomy of the sfa proximal third to sfa middle third segment. It was a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The device remains implanted. Veryan's date of awareness of this event was 31-may-24 and following additional information provided by the site on 17-oct-24 and 06-nov-24, which reported that the event necessitated an intervention, the event met the MDR reportable event criteria.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention are listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.